Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump display numbers continually scrolled and did not stop. This happened during a bolus attempt. Customer's blood glucose was 124 mg/dl at the time of incident. Troubleshooting was done for display but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to battery tube connector not plugged in properly. The insulin pump was unable to verify unresponsive button and scrolling display anomaly due to blank display. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Plugged in the battery tube connector to interface board and insulin pump powered up properly. During visual inspection, found the lcd keypad connector on lcd board was unlocked. Connected the connector on lcd board and then the insulin pump responded properly to button presses.